Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : incorrect measurement per service reports, this complaint was not confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was placed into long term hold. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that while using the run/stop function, the display of the fms vue pump device became frozen and remained stuck on a single number while showing the run time, resulting in a failed functional inspection. It was additionally reported that the rad32 4k/uhd medical display device had cosmetic damage, specifically a dent on the side of the monitor, which resulted in a failure of the physical test. During the in-house engineering evaluation, it was determined that the fms vue pump device provided inaccurate measurements. It was reported that the event occurred after surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.